Event description:
Boston scientific received information that during a routine change out procedure, it was observed that this right ventricular (rv) lead had an insulation break on the pace/sense portion. After proactive testing and maneuvers, the physician elected to repair the lead and leave it in service. After repair of the lead, it appears to be functioning as designed. It was reported at this time that the patient has had a lot of ventricular tachycardia (vt) in the past. Programming options were discussed with boston scientific technical services (ts). Ts advised that the use of a lead repair kit was off-label use. No adverse patient effects reported from the procedure.

Manufacturer narrative:
At this time the lead remains in service. Should additional information be received, this investigation will be updated.